Event description:
Reporter alleged discrepant results were obtained with the blood glucose monitoring device and a lab comparative. Reporter stated device result was 137 mg/dl and lab result was 93 mg/dl. Reporter did not provide treatment, patient's condition, or control information. A request was made for the return of the suspect device and replacement product was sent.